Manufacturer narrative:
Evaluation summary: the reported event of the most distal locking screw having backed out of the distal medial humerus plate, catalog number 629384s, could be confirmed based on the review of the provided x-rays. A root cause analysis conducted by a subject matter expert team, based on the information contained in the complaint and the x-rays that were supplied, contained the following statement for this reported event: ¿inappropriate screw placement/selection.¿ the following statement related to the reported failure mode is included in the instructions for use: ¿warning: implant selection and sizing: the correct selection of the fracture fixation appliance is extremely important. Failure to use the appropriate appliance for the fracture condition may accelerate clinical failure. [¿] intra-operative: [¿] after the procedure check the proper positioning of all implants using the image intensifier.¿ a review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of any material, manufacturing or design related problems were determined during the investigation.

Event description:
On (B)(6) 2013, the patient underwent the surgery with the variax elbo. After surgery, the surgeon confirmed by x-ray. And he found that the screw of most distal screw hole of inner side plate was back out. On (B)(6) 2013, the surgeon checked that bone union and removed the implants. When removing the implants, the surgeon found that the screw of most distal screw hole of outside plate was back out.

Event description:
On (B)(6) 2013, the patient underwent the surgery with the variax elbo. After surgery, the surgeon confirmed by x-ray. And he found that the screw of most distal screw hole of inner side plate was back out. On (B)(6) 2013, the surgeon checked that bone union and removed the implants. When removing the implants, the surgeon found that the screw of most distal screw hole of outside plate was back out.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.